Event description:
It was reported that the patient was diagnosed with a moderately tortuous and heavily calcified lesion in the distal left anterior descending artery, which was 70% stenosed. The 2.5x12 mm trek was being used to predilate the lesion; however, the balloon ruptured at 12 atmospheres after three inflations. Another trek balloon was used successfully for predilatation. The patient is reported to be well post procedure. No patient adverse effects or a clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was not possible to perform a thorough analysis on the product because it was not returned to abbott vascular for investigation. Balloon material ruptures can be affected by numerous factors such as balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, lesion calcification and tortuosity or insufficient preparation prior to use. Additional information received from the account stated that the balloon was initially soaked and prepared outside the body per the instructions for use (IFU). In this case, as the product was discarded by the account, it was not returned for analysis and may have aided the investigation. However, as there was no report of any leaks noted during preparation for use and the balloon was initially pressurized twice without incident, this indicates that the balloon was not damaged prior to the procedure. Additionally, the lesion was characterized as moderately tortuous, heavily calcified and 70% stenosed, which likely contributed to the reported complaint. It is likely that the balloon interacted with other devices and/or the tortuous and calcified lesion during the procedure such that the balloon material became damaged (scratched) and ruptured upon the third inflation. A review of the lot history record for the reported lot revealed no associated nonconforming material records (ncmr), indicating all lot release testing met specification. Based on the information provided, the reported balloon rupture appears to be related to circumstances of the procedure and not a product quality deficiency.